Manufacturer narrative:
Device eval summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation, the black pulse wire inside the trunk cable was shorted. Additionally, microprocessor u712 on the distribution node pca board was defective. The root cause of the shorted pulse wire could not be positively identified. The root cause for the defective u712 processor could not be positively identified but was likely random component failure. No adverse event resulted from the damaged cable and trunk cable connector. The pt received a replacement electrode belt.

Event description:
The husband of a (B)(6), female, pt, called zoll customer support to report a service code 204. The pt was issued a replacement electrode belt.